Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. Correction- d, e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient advised that the last few boxes of intermittent catheter they received, there were about 5 that they could not use, patient said sometimes they had a kink in them lot#juju1214, lot#jujt9025 and sometimes the sachet had no water in it lot#juju1214, lot#jujt9025. So, unable to lubricate it. Patient received 5 boxes from lot number juju1214 and 5 boxes of from jujt9025. Per follow up information received via ibc on 18feb2025, stated that the patient did not know how many but there were roughly 5 in each box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient advised that the last few boxes of intermittent catheter they received, there were about 5 that they could not use, patient said sometimes they had a kink in them lot#juju1214, lot#jujt9025 and sometimes the sachet had no water in it lot#juju1214, lot#jujt9025. So, unable to lubricate it. Patient received 5 boxes from lot number juju1214 and 5 boxes of from jujt9025. Per follow up information received via ibc on 18feb2025, stated that the patient did not know how many but there were roughly 5 in each box.